Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported that after 2 days of using the infusion set the headset adhesive is wet with insulin. He has experienced elevated blood glucose of over 400 mg/dl as a result. He stated he also has difficulty removing the adhesive from his skin and it is very painful. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.